Event description:
On 06/22/2010, a pt reported that in 2000 or 2001, the pt was diagnosed and treated for an ulcer while wearing acuvue 2 brand contact lenses. The pt could not confirm which eye was involved. The pt reported being "given some kind of chemical drop" and an ointment to treat the ulcer and instructed to discontinue contact lens wear for "about 2 weeks." The pt could not remember the name or contact details for the treating doctor. The lot number of the product in question is unk. The product in question has been discarded and is not available for eval. No additional info is available at this time and no additional info is expected to be received from the pt. Will report any additional info within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.